Event description:
Boston scientific received information that during threshold check at implant, this right ventricular (rv) lead was found not capturing at 5 volts (v). A fluoroscopy performed showed perforation which was further confirmed by a drop in the patient's blood pressure (bp) readings. The rv lead was then repositioned and the physician was able to get good capture at 1.5v. The rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.